Manufacturer narrative:
This device was used for treatment not diagnosis.(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The part numbers that were reported are 204.820, 204.824, 212.110, 212.111, 212.115, 212.117, 212.136. Synthes cannot identify which of the reported devices is the complained device. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had gone to the doctor after noticing that the screws were backing out a few months after her original surgery which was (B)(6) 2014. The doctor waited till she healed even though she was complaining of pain in her shoulder. It was reported that the plate and screws were removed on (B)(6) 2014 and it looks like it was healed. This report is 2 of 2 for (B)(4).